Event description:
It was reported that the touchscreen became unresponsive. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been returned for eval. Should new relevant info become available, a supplemental report will be completed.